Manufacturer narrative:
Physio-control was able to determine that the cause of the reported issue was the user interface pcb assembly; however, further component level cause could not be determined. The removed system controller pcb assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported white display, accompanied by a device lockup. Physio then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present and a white display. A white display is indicative of a device lockup condition. There was no patient use associated with the reported event.